Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast cancer. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis (right) and a mentor smooth round moderate profile 350cc saline prosthesis (left) experienced bilateral breast cancer post procedure. As a result, replacement with mentor saline was performed on (B)(6) 2021. See 1645337-2021-13980 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast cancer. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with an unknown mentor saline prosthesis (right) and a mentor smooth round moderate profile 350cc saline prosthesis (left) experienced bilateral breast cancer post procedure. As a result, replacement with mentor saline was performed on (B)(6) 2021. See 1645337-2021-13980 for contralateral prosthesis report.